Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00016. The date of that submission was 2/20/2025.

Event description:
It was reported that the device had a white screen issue and nothing was displaying. There was no patient involvement. No further information was provided.